Event description:
It was reported that during an unknown procedure, the tissue pad fell off (did not fall into the patient). Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device (a) was returned with the tissue pad detached from the clamp arm. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad was not returned, further functionally testing could not be performed. The batch history records were reviewed with no anomalies noted during the manufacturing process. Batch g9ka6k, mfg date 6-9-10, exp date 5-9-15.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): added additional information. The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad was not returned, further functionally testing could not be performed.